Manufacturer narrative:
Additional information received indicate a possible lead fracture and there was a patient alert. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Manufacturer narrative:
Additional information received indicate a possible lead fracture and there was a patient alert. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4): we did receive performance data collected from the device and have analyzed the data. There were two patient alerts for out of tolerance subthreshold lead impedance on (B)(6)2011 and (B)(6) 2011. The weekly pace lead impedance trend data shows an abrupt increase for max rv pace=568 to 1552 ohms peak between (B)(6) 2011 and (B)(6) 2011. There were fifteen ventricular non-sustained tachycardia less than or equal to 160 ms average v-cycle on (B)(6) 2011. (B)(4): the partial lead was returned in segments, analyzed and the proximal conductor was fractured. It was noted that the defibrillation conductor fractured, distal conductor was distorted, defibrillation coil and several conductors were distorted,blood/body fluid on all conductors (not obstructed), there was blood/body fluid on the outer tubing, the inner insulation was kinked/buckled, the outer tubing was kinked/buckled, the outer tubing overlay had cosmetic environmental stress cracking, the outer insulation was torn, the outer insulation was breached cut, the outer insulation had a cosmetic depression, the helix/lobe was distorted/bent and there was blood in/on the helix/lobe mechanism. Visual comments include that the interior right ventricular defibrillation cable was fractured at 52.9cm; exposed coil continuity is complete.

Manufacturer narrative:
New information reported that there was noise on the lead and the lead was faulty. Additional information received indicate a possible lead fracture and there was a patient alert. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4): we did receive performance data collected from the device and have analyzed the data. There were two patient alerts for out of tolerance subthreshold lead impedance on (B)(6) 2011 and (B)(4) 2011. The weekly pace lead impedance trend data shows an abrupt increase for max rv pace=568 to 1552 ohms peak between (B)(6) 2011 and (B)(6) 2011. There were fifteen ventricular non-sustained tachycardia less than or equal to 160 ms average v-cycle on (B)(6) 2011. (B)(4): the partial lead was returned in segments, analyzed and the proximal conductor was fractured. It was noted that the defibrillation conductor fractured, distal conductor was distorted, defibrillation coil and several conductors were distorted, blood/body fluid on all conductors (not obstructed), blood/body fluid on the outer tubing, inner insulation was kinked/buckled, outer tubing was kinked/buckled, outer tubing overlay had cosmetic environmental stress cracking, outer insulation was torn, outer insulation was breached cut, the outer insulation had a cosmetic depression, the helix/lobe was distorted/bent and there was blood in/on the helix/lobe mechanism. Visual comments include that the interior right ventricular defibrillation cable was fractured at 52.9cm; exposed coil continuity is complete.

Manufacturer narrative:
Additional information received indicate a possible lead fracture. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Event description:
It was reported that the pace/sense lead impedance had doubled and there was a lead integrity alert. It was further reported that there were impedances greater than 1000ohms and increasing events of non-sustained tachycardia with oversensing. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Manufacturer narrative:
Additional information received indicate a possible lead fracture and there was a patient alert. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B)(4) we did receive performance data collected from the device and have analyzed the data. There were two patient alerts for out of tolerance subtreshold lead impedance on (B)(6) 2011 and (B)(6) 2011. The weekly pace lead impedance trend data shows an abrupt increase for max rv pace=568 to 1552 ohms peak between (B)(6) 2011 and (B)(6) 2011. There were fifteen ventricular non-sustained tachycardia less than or equal to 160 ms average v-cycle on (B)(6) 2011.

Event description:
Asku

Event description:
It was reported that the pace/sense lead impedance had doubled and there was a lead integrity alert. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Event description:
Asku